Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The company representative (did not) confirm nor replicate the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The system was found to have no problems related to the reported event. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the switching from phacoemulsification phase to irrigation/aspiration (I/a) phase there was no irrigation and vacuum from the ophthalmic console. The vacuum and irrigation levels rose on the console but there was no action at the tip of the I/a handpiece. Patient impact was not reported. Additional information was requested but none received to date.